Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost effective stimulation due to lead migration. Patient was only getting stimulation of abdominal area. Patient underwent surgical intervention wherein both leads were moved back into the appropriate locations. Therapy was restored post-op.